Event description:
.Upon moving the pump to the table, (a distance of approximately 4 feet), the water lines caught causing the oxygenator membrane bundle to separate from the gas manifold inlet cap assembly and then fall onto the floor. The subsequent membrane changed-out delayed surgery.